Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an adhesive event with an infusion sets as her set came out since the tape was not sticking after being in use for a few days. Patient prepared the site using alcohol and lets it dry before insertion. Patient confirmed the use of oval tape to secure product. The site of insertion was upper buttocks. No further information available.